Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the iol rotated clockwise during implantation, and two cracks were observed in the iol optical part after insertion.the surgery was completed without product replacement. The lens was still implanted into the patient's eye. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Video shows iol implantation with company device. Nozzle preparation with viscoelastic is not shown. The device comes into the picture with the iol(intraocular lens) advanced to the pause location. The iol appears to be slightly rotated in the nozzle, part of the optic and trailing haptic appear to be caught between the plunger and the nozzle wall. As the plunger is advanced and the iol enters the eye, it appears that part of the optic and trailing haptic are to the left and over the advancing plunger, resulting in plunger underride and slight crushing. As the iol unfolds in the eye, a surgical tool is used to manipulate the iol into position. What appear to be dark lines/cracks are observed on the optic. The manufacturer internal reference number is: (B)(4).